Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a seizure due to low blood glucose (bg), however, a specific bg value was not provided. Contact administered glucagon to resolve bg level. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.